Manufacturer narrative:
The diameter of the aneurysm treated was 58mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that a type ia endoleak was observed 9 years later. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.